Event description:
It was reported that a malfunction occurred on the pump, which displayed a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred and acknowledged this instruction.